Event description:
The customer reported device battery was intermittently not making contact with the device battery connection. The philips customer repair center (crc) confirmed that the device would not power up when powered by battery power alone. The unit was not recognizing battery.

Manufacturer narrative:
(B)(4). The customer reported device battery was intermittently not making contact with the device battery connection. The philips customer repair center (crc) confirmed that the device would not power up when powered by the battery power alone. The unit was not recognizing battery. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.